Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced missing label information. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer requested expiration dates for several boxes of syringes, stated that there is no expiration date on the boxes. The catalog # for all boxes is 320119.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: (B)(6) USA has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, (provided invalid lot # of 8010950), medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 7319619, medical device expiration date: na, device manufacture date: 2017-11-15, medical device lot #: 7193696, medical device expiration date: na, device manufacture date: 2017-07-12, medical device lot #: 7299619, medical device expiration date: na, device manufacture date: 2017-10-26, medical device lot #: 8015911, medical device expiration date: na, device manufacture date: 2018-01-15, medical device lot #: 7109917, medical device expiration date: na, device manufacture date: 2017-04-19. (B)(4)

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced missing label information. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: consumer requested expiration dates for several boxes of syringes, stated that there is no expiration date on the boxes. The catalog # for all boxes is 320119.